Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient expired and would like to return pump for evaluation. Additional information received revealed that the patient was discharged on (B)(6). He had multisystem organ failure and gi bleeding and the pump clotted off.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.